Manufacturer narrative:
H6 codes updated. Device evaluation: one device was returned for investigation. Visual inspection showed the block assembly was damaged, the micro switch was bent and the interlock block was leaky. The tank was then filled with water and turned on for functional testing. The customer complaint was not able to be duplicated. The investigators did find that the damage to the interlock block and microswitch caused a water leak. The interlock block, micro switch and block assembly were all replaced and the device then functioned as intended. Review of the reported serial number in the device history report (DHR) review showed all devices passed functional testing with no recorded discrepancies.

Event description:
It was reported that out of the box, the warmer displayed a high earth resistance alarm. No patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.